Manufacturer narrative:
(B)(4).

Event description:
It was reported that in a opsite flexifix gentle 5cm x 5m roll, the adhesive stays attached to the protective plastic and not to the film. In consequence the adhesive doesn't stick. No harm or injury reported on patient. Smith and nephew back up device used instead.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root causes include storage temperature, or raw material, IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.